Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, failed battery test, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported insulin flow blocked alarm. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. Product return required for mmt-1885. It was unknown whether the customer will continue to use the insulin pump or not. It is unknown whether product will be returned.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files. Critical pump error (open book image) alarm triggered by three consecutive pump error 35 alarm on (B)(6) 2025 21:39:00:000 pm due to moisture damage on electronics assembly. No unexpected failed battery alarm noted on download history file. Unit received moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, fading serial number label, missing display window cover and cracked case corner of belt clip rails. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 35 alarms. Pump error 35 alarm due to moisture damage. Unable to verify no delivery occlusion alarm, unresponsive keypad due to critical pump error alarm. No unexpected failed battery alarm noted on download history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.